Event description:
Customer reported a no delivery alarm during bolus. When trying to troubleshoot, customer became upset because, he was being asked too many questions. Customer hung up before any other information could be gathered. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.